Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that the pacemaker exhibited capture anomaly. And the right atrial (ra) lead exhibited noise oversensing. Resulting, in inappropriate mode switch. The physician believes that the ra lead noise was, due to the insulation break close to the suture sleeve that was noted, during the procedure. Additionally, the patient was noted, to has twiddled the pacemaker, ra lead and right ventricular (rv) lead. The pacemaker was explanted, while the ra and rv leads were revised on (B)(6) 2024 and remained implanted. There were no patient consequences.

Manufacturer narrative:
The reported events of twiddlers and capture issues were not confirmed. The device was received with normal output and telemetry communication. Electrical and mechanical tests performed including output verification, capture tests, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at elective-replacement voltage (eri), consistent with normal projected longevity.